Event description:
It was reported that the system 9600 had a broken brake handle making the brake inoperative posing a hazard. There was not adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service representative performed an on site investigation. The malfunction was verified. The brake handle was replaced. The system was tested and found to be working as intended and placed back into service.